Event description:
In 2006, a physician successfully deployed an emboshield into the right internal carotid artery, the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. The next day, on his way home from the hospital, the pt experienced a tia with duration less than twenty-four hours. Nine days later, the pt experienced a sudden onset of symptoms: dizziness, slurred speech, bilateral weakness in the upper and lower extremities, and inability to walk. These symptoms lasted for about one hour. Two months later, the pt reported trembling in the right arm and leg and difficulty speaking. No further information was reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. In 2006: final cec adjudication was reported as tia. In 2007: final cec adjudication was reported as stroke.